Event description:
It was reported that the ilet displayed alert 60 indicating a bluetooth communications error, which persisted despite restarts and led to instruction to replace the device and use back-up therapy. Symptoms included hyperglycemia with a reported peak blood glucose of 313 mg/dl lasting approximately four hours without ketone testing and without medical intervention. Outcomes included temporary loss of insulin pump therapy requiring transition to multiple daily injections and continuation of cgm via dexcom app or receiver. The device was returned for evaluation. Preliminary investigation of this case revealed a communication malfunction associated with the ble board that was not resolved by restart, consistent with a device component communication failure. The device was placed on a charging pad, powered on, and the notifications were checked, revealing alert 60. The 'about ilet' menu was verified, showing the bluetooth version and ble bootloader both at 0.0.0. The complaint was confirmed to show alert 60 in notifications menu. After removing the original hoverboard and installing a good working one alert 60 was gone. Applying heat to the hoverboard u4 chip did not help clear the alert or correct the missing info for bluetooth version or ble bootloader after installation, suggesting the hoverboard u4 chip is faulty.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.